Event description:
MFR received a report from a dealer that the consumer was learning how to use the chair before leaving the hosp and allegedly broke thumb when consumer grabbed the tire instead of the handrim and caught thumb between the armrest and tire. As a result of the incident, the consumer sustained a broken thumb. What role, if any did invacare device caused or contributed to the incident, is unclear.